Manufacturer narrative:
The investigation determined that unexpected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. Results of precision and quality control testing indicated that the vitros 5,1 fs chemistry system was operating as expected at the time of the event. The investigation to date has not identified a definitive root cause, and the investigation is ongoing. A reagent related issue or an interaction between the vitros phbr slides and the vitros 5,1 fs chemistry system have not been ruled out as potential contributing factors.

Event description:
A customer obtained lower than expected vitros phbr quality control results (44.25 and 48.84 ug/ml vs. An expected result=61.14 ug/ml) using a vitros 5,1 fs chemistry system. No patient samples were affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to recur undetected with patient samples. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4). .